Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 4.0, inr-venipuncture: 2.8.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.8, inr-venipuncture: 2.1.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 4.3, inr-venipuncture: 2.7.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.7, inr-venipuncture: 2.5.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.4, inr-venipuncture: 2.3.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 1.5, inr-venipuncture: 1.6.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 4.2, inr-venipuncture: 3.7.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 3.2, inr-venipuncture: 2.6.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 3.2, inr-venipuncture: 2.9.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.8, inr-venipuncture: 2.0.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.6, inr-venipuncture: 2.5.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 3.6, inr-venipuncture: 2.4.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 3.7, inr-venipuncture: 2.6.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 3.2, inr-venipuncture: 2.8.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.1, inr-venipuncture: 1.7.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 2.2, inr-venipuncture: 1.9.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 3.4, reference: 2.8, mean: 3.10, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. See scanned table.

Event description:
Caller reported discrepant pt results when comparing fingerstick results on inratio vs. Inr venipuncture results. Inr-fingerstick: 3.4, inr-venipuncture: 2.8.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 2.2, reference: 1.9, mean: 2.05, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 4.3, reference: 2.7, mean: 3.50, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 2.4, reference: 2.3, mean: 2.35, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 3.6, reference: 2.4, mean: 3.00, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 2.1, reference: 1.7, mean: 1.90, confidence limits: 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 2.7, reference: 2.5, mean: 2.60, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 2.8, reference: 2, mean: 2.40, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 4, reference: 2.8, mean: 3.40, confidence limits: 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 3.2, reference: 2.6, mean: 2.90, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 4.2, reference: 3.7, mean: 3.95, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 1.5, reference: 1.6, mean: 1.55, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 3.2, reference: 2.9, mean: 3.05, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 3.7, reference: 2.6, mean: 3.15, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 2.8, reference: 2.1, mean: 2.45, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see page three for results. Inratio: 3.2, reference: 2.8, mean: 3.00, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter is expected to be returned and it will be tested at that time. As of (B)(6) 2009, the trending for the lot# 213040 (including 213040a) is 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted.